Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification and a bicuspid aortic valve. Subsequently the valve was inserted into the patient and deployed. Following valve deployment, an attempt was made to recapture the valve. The delivery catheter system (dcs) was unable to fully recapture the valve, however. The valve and dcs were withdrawn from the patient. A new valve was loaded into a new dcs and implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: concomitant product ID {evolutfx-29}; product lot/serial number {j104056}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve required an initial recapture due to positioning difficulties. The valve was withdrawn from the patient through a non-medtronic (gore) 18 french sheath. The sheath was able to recapture 90% of the valve, but an unspecified issue occurred with the paddles which prevented the valve from being able to be fully recaptured. No adverse patient effects were reported.